Event description:
Pt was provided with an infusion pump which infused his vancomycin. Pump wouldn't infuse. Battery light and ac light showed on led dial at the same time and pump stopped infusing at approx half the dose of first medication given. Pump replaced with another pump.